Event description:
Catheter was plugged in and inserted into the body. Carto software read "error #105". Catheter would not work. Tried a new cable, still did not work. Removed catheter from body and tried a new catheter. Manufacturer response for cardiac ablation percutaneous catheter, thermocool smarttouch sf (per site reporter). None at this time.

Event description:
Catheter was plugged in and inserted into the body. Carto software read "error #105". Catheter would not work. Tried a new cable, still did not work. Removed catheter from body and tried a new catheter. Manufacturer response for cardiac ablation percutaneous catheter, thermocool smarttouch sf (per site reporter). None at this time.